Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. As the physician was positioning the wds, the core wire released from the threaded insert. The closure device was still within the delivery system inside the sheath, so the physician was able to reattach the device to the threaded insert by screwing it back on. Position, anchor, size and seal (pass) was met, and the closure device was successfully implanted. The physician suspected that the tech prepping the device twisted the control knob on the handle which unscrewed it prematurely. There were no patient complications reported and the patient was discharged the same day.